Event description:
Account contact reports: student sustained splash of disinfecting solution into the eye. Victim was not wearing eye protection. Student was seen by an ophthalmologist, prescribed eye medication (drops), examined and released. The report is that eye did not suffer any permanent damage but did have irritation.